Manufacturer narrative:
Product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found a piece of the haptic missing and white and clear residue on lens. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -9.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on the same day due to the lens being implanted upside down. A similar second lens was implanted successfully on (B)(6) 2017. Patient is doing well.